Event description:
The customer reported that the insulin pump alarms, freezes, and the screen light up for two to three minutes after the battery was removed. Troubleshooting was performed, and the display went blank. Advised the customer to remove the battery for ten minutes and let the device rests. The customer stated that the display did return and an error alarm occurred. The alarm was cleared, and the screen went blank again. Advised the customer to revert to back up plan. The customer's glucose reading was 236 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen. Problem isolated to the interface board. Also, the frozen screen stayed on display momentarily after the battery was removed, then unexpectedly went onto a blank display. Further testing could not be performed due to the frozen screen.